Event description:
Additional information received reported the cause of the event as nonfunctioning for pain. No intervention had occurred. The patient's symptoms were reported as 'ongoing pain - has pump which is helping.' The patient did not require hospitalization.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2000. Product type: extension: product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2000. Product type: extension: product ID 3587a, lot# l66827, implanted: (B)(6) 1999. Product type: lead: product ID: unkn-ld, serial# (B)(4), implanted: (B)(6) 1999. Product type: lead. (B)(4).

Event description:
It was reported that the patient no longer used his device and that the device never worked properly. The patient had the device implanted for ulnar ganglia. The patient stopped using the device and turned it off shortly after implant. Additional information has been requested, but was not available as of the date of this report.